Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26, leading to an occlusion issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on various troubleshooting steps, including disconnecting the tubing and delivering boluses, and ultimately assisted in filling and loading a new cartridge. The customer continued to use the pump for insulin therapy.